Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as redness, itching, bleeding, and scabs on their back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.